Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. World wide commercialized product development was notified of this complaint, and are currently working to investigate possible solutions. Requests for additional investigational inputs and product return were made. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
The device associated with this report was not returned. The complaint was forwarded to commercialized product development for analysis. Requests for additional investigational inputs were conducted. No additional information was obtained the investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During a revision surgery entered separately, when the proximal reaming for the new stem was complete, a crack in the proximal femoral bone was noted. The distal stem implant was removed, and cerclage wires were placed to prevent further fracture. The stem was then re-implanted and additional proximal reaming performed. Difficulty was encountered seating the proximal implant. It is suggested that the distal reamer leaves bone that the proximal reamer doesn't clean up because it remains inside the i.d. Of the proximal reamer. This caused a surgical delay of 45 minutes. In addition, a new taper protector sleeve was opened and used on the stem, but was later difficult to remove.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.